Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having increase charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the hospital.